Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause was caused by pushing with excessive force with the distal end bent when accessing the inferior kidney cup or ureter. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an inspection by a field service engineer, the bending section of the subject device was broken and the metal inside was protruding. There was no report of patient injury associated with the event.